Event description:
It was reported by the distributor that there were two pieces of dressings with colored dots. The product was not used by patient. The photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Device 1 of 2. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: there were photographs associated within database and in this, the reported defect can be seen. No unused return sample was expected. Batch record revision results: lot 3g01405 was manufactured 3/18/2023, in bodolay line, with a total of (B)(4) market units (mkus). The complaints investigator ID 7800 performed a batch record review on 18/jul/2024, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material ID 1704768 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical nonconformance review: on 18/jul/2024, complaints investigator ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) associated to the malfunction, "foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿ defect for the lot number 3g01405 and as result, no corrective action / preventive actions (CAPA) for this malfunction code were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests were performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) -002 - package seal integrity nonconformities ¿ method 7: ¿ frequency: every 30 minutes ¿ sample quantity: nlt chevron per cavity ¿ acceptance criteria: accept = 0 / reject = 1. Defect rate analysis: (B)(4) this issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: as photographs were available for this complaint issue, they were evaluated and as a result, the reported malfunction for the observed product was confirmed, however, after performing the defect rate analysis for this issue, it was observed that the quantity of reportedly affected products is within the appropriate acceptable quality level (aql) for this defect. A batch record review was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.